Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device failed. There was no blood loss, and there was no patient injury.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The IFU stats: " the angio-seal device is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in patients who have undergone diagnostic angiography procedures or interventional procedures using an 8 french or smaller procedural sheath for the 8f angio-seal device and a 6 french or smaller procedural sheath for the 6f angio-seal device". The incorrect sheath size selection may have contributed to the difficulty. Per the complaint description, a 14fr sheath was used for the procedure, however, the physician was using a 6fr angio-seal device to close the artery. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on august 17, 2018. The procedure for patient was a transcatheter aortic valve implantation (tavi). The sheath size used was a 14fr. A pre deployment angiogram was performed. The issue was difficult insertion of the angio-seal sheath, which would not go into artery. Hemostasis was achieved with manual compression.